Event description:
Philips received a complaint from the customer, reporting that the v60 stand had the castor threads stripped. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 stand had the castor threads stripped. The customer was provided with the part number for the replacement locking castors, and base assembly. Investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the technician, and it was reported that the locking castors, and base assembly were replaced. The issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.